Event description:
It was reported that the device has no alarm.

Manufacturer narrative:
During testing and repair at the service facility, the device did not sound an audible alarm. This was due to a defective power switch.